Event description:
Information received indicates the valve was abandoned at implant. The surgeon sized the annulus with a 23-mm sizing device and then attempted to insert the valve in the supra annular position, but implant could not be accomplished. The surgeon noted the valve appeared larger in size than the 23-mm product size indicated on the package label. The 23-mm valve was replaced during the case with a 21-mm valve with no patient complication reported.

Manufacturer narrative:
Analysis: product inspection upon return shows the device met the specifications for a size 23-mm, as labeled. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: valve abandoned at implant with no patient adverse event. The cause of the event cannot be determined.